Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time (CT) of greater than 30 seconds. Technical services (ts) discussed the midlife display of replacement indicators advisory and the therapy availability at eol. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted approximately one month later and replaced with another manufacturer's device.